Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the waste bag had red cells instead of plasma. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported issue that the waste bag had red cells instead of plasma was verified during service. The issue was resolved by replacing the cable assembly proportional valve, by removing the top plate and re-routing the optic cable away from the centrifuge and by calibrating the vr! And vr2 to 40 volts and 100 volts, respectively. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the amount of patient blood lost because of the issue could not be provided. A transfusion was not required due to the reported issue. Correction h6 (patient codes (ime/annex e) <(>&<)> h6.3 (eval code result (fdr/annex c)):these codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.